Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The customer is going to complete repair. The resolution is unknown. No report of patient involvement.

Event description:
The hospital reported an error that would cause a loss of mechanical ventilation. There was no report of patient involvement.